Event description:
The patient presented with dizziness and an escape rhythm of 30 bpm. No ventricular output was observed and lead imped- ance was >1990 ohms. The chronic leads were replaced and the existing pulse generator was placed on the opposite side of the patient's body. The pocket was closed and lead impedance was still >1990 ohms with a 3.5v capture threshold. During the procedure, the patient became pacemaker dependent. Subsequently, the pulse generator was replaced.